Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited high capture thresholds leading to loss of capture, low atrial amplitude sensing, and low pacing impedance. Fluoroscopy confirmed the cause was dislodgement of the atrial lead possibly due to twiddler's syndrome. The atrial lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted the there was undersensing on the atrial lead

Manufacturer narrative:
The reported events of dislodgment due to twiddlers syndrome, high capture thresholds, low pacing impedance, and undersensing were not confirmed. A complete lead was received in one piece for analysis. Visual, helix, and electrical testing were normal with no anomalies found.